Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01246.

Event description:
The patient was undergoing a coil embolization procedure using packing coil lps, ruby coil lps and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, while attempting to position the packing coil lp into the target location, the packing coil lp broke. Therefore, the packing coil lp was removed. Next, while the physician attempted to advance a ruby coil lp within its introducer sheath, the physician experienced resistance. Subsequently, the physician had difficulty advancing the ruby coil lp from the starting position within its introducer sheath. Therefore, the ruby coil lp was removed. The procedure was completed using a new ruby coil lp and a new packing coil lp. There was no report of an adverse effect to the patient.